Event description:
It was reported while using bd alaris¿ lvp 20d low sorb ss 0.2m leakage occurred approximately 4 times. There was no report of patient impact. The following information was provided by the initial reporter: 4 x alaris system low sorbing set with .2micron filter leaking from smart site port closest to patient. 1 whilst infusing chemotherapy.

Manufacturer narrative:
Investigation summary three 10010454-0006 samples from lot 22055938 were received for investigation (appendix 1); one sample was received in opened packaging, and two samples were received without the original packaging. All samples had residual saline present in the device, and were received connected to 500ml 0.9% nacl baxter infusion bag. The feedback provided by the customer indicates leakage was detected from the smartsite component during priming. A visual inspection of the returned samples revealed the smartsite component to be oval in shape. Functional testing was performed by connecting the returned samples to the 0.9% nacl baxter infusion bag and performing a short infusion; in each instance, leakage was detected from the oval smartsite (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Please note, the cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); furthermore, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.